Event description:
The patient experienced a ventricular rhythm, attempted to defibrillate. Unsuccessful attempt to charge the zoll monitor defibrillator. The rn involved checked the connections of pads (electrodes) to the machine, all connected. Looked at the monitor defibrillator knob position. The position was in the middle between monitor and defibrillator mode. The device was not engaged in defibrillator mode. Rn immediately turned the monitor off and back to defibrillator mode and was able to charge to 200 joules and defibrillate the patient. The monitor defibrillator was left in this mode throughout the case for several other deliveries of shocks.manufacturer response for external defibrillator, m series, cct: at this time, no response; still under investigation.